Event description:
The tablet was received for analysis. Analysis of the tablet was completed on 06/17/2015. The tablet was received without a serial cable. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. The usb cable was not returned with the tablet and has not been received to date. A device malfunction is suspected on the usb cable. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the nurse practitioner's tablet was giving the message "unable to open port". The usb cable was unplugged form the tablet and then plugged back in 5 seconds later. The message still occurred. It was reported that no patient's were affected because the site has multiple programming systems. Troubleshooting was performed which identified that the usb port moves. A new programming tablet was provided to the nurse practitioner. The tablet with the loose usb port is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.